Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] (a) inspection of water supply 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus, the evis lucera elite gastrointestinal videoscope had a crack in the light guide lens. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning. The nozzle was cleaned with lint-free cloths/brushes/sponges. And its unknown if the air/water nozzle was flushed with detergent solution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
Device not distributed in us. The device was returned to olympus. And the customer's allegation was confirmed. The light guide lens was cracked; due to a shock caused by dropping and knocking the endoscope to a hard surface/object. The following was also found during testing and inspection: the adhesive on the bending section cover had a crack; due to handling. The adhesive on the bending section cover has a chip, the adhesive on the bending section cover has a white-clouded area; due to handling. Switch #1 was damaged; due to physical stress. The grip is shaved; due to physical stress. The paint on the scope cylinder is peeled; due to stress during reprocessing. The universal cord has a wrinkle; due to handling. The protector of the universal cord on the section side was scratched, the insertion tube becomes deteriorated; due to handling. The adhesive around the light/guide lens has white-clouded area, the connector cover has a dent; due to handling. Part of the insertion tube is caught and pinched, the insertion tube becomes deformed. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.